Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the device has turned off and pt is in pain and the controller will not turn on / respond so they can turn the implant (ins) back on. The pt mentioned that they were trying to connect to the ins and the controller said pt was in MRI mode caller stated they tried to exit MRI mode but it wouldn't let them and then the controller went unresponsive. The pt reset the li battery pack and in the process they broke the li battery pack. The pt mentioned on the call that their voice is shaking because they are in pain. Pt is able to connect the controller to ac power w/o the battery pack and turn their ins on. The pt stated they can feel stim and they "feels better" pt stated their ins is @ 50%. The pt is able to get the broken li battery back in the controller compartment and it is charging. The controller is 80%. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. Pt called back on (B)(6) 2023 and said when they tried to charge the implant since yesterday, the controller would say cannot find device. Pt attempted to start a recharge session and after pressing recharge on no device found, reported all 100, even after moving the paddle around. Pt was then able to connect to the implant without the recharger (rtm) plugged in and reported controller battery 90%, implant 60%. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt mentioned the replacement battery pack from yesterday would arrive tomorrow. Patient called back and stated they received the replacement battery pack, but it is too large and does not fit in the controller. Patient stated they and their spouse tried everything to get the battery inserted, but it is too big and does not go in. Patient stated even with force they could not get it in the spot. Patient stated they taped together their old battery and was able to use that to charge their implant. Agent had patient confirm no battery pack pieces were left in the controller. Agent ensured patient was lining up the battery pack correctly. Patient tried several times but kept saying it was too big and would not fit. Patient confirmed the battery pack was intact and had no signs of swelling or other damage. Agent sent email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the battery pack (product ID 97745bp lot# serial# (B)(6)) found it was scrapped due to a broken case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.